Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the display screen was blank. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the screen was is fully illuminated and fully functional at startup. The blank screen could not be duplicated during investigation. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.